Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The pump was unable to verify no delivery alarm due to motor error alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received no delivery alarm. The customer¿s blood glucose level was 250 mg/dl. The customer reported that they received no delivery alarm. The customer was treated with injection for high blood glucose. The insulin pump will be returned for analysis.